Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. When reviewing the reported information, it was noted that there is a discrepancy between the manufacturing date of lot number 3238455 and the procedure date. Due to legal activity in this matter, and because all contact must go through legal counsel or their respective representatives, wcq cannot perform a follow-up to the customer/patient to clarify these details. Therefore, the information that was reported will be submitted in the medwatch. If any additional information is made available, this file will be updated accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06172. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 12/27/2013. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and dyspareunia. No additional information was provided.(B)(4).